Event description:
Patient reported having trouble with a coopervision toric contact lens within a day and a half of putting a new lens in her eye. The patient was checked the next day by her ecp, and was told that she had an ulcer on the cornea of her eye. She had to wear glasses for 5 days and use some medicated drops. She was rechecked at her ecp and he said that the ulcer was healed, and she could start wearing her contacts for a few hours a day. The patient tried to wear the lens she had previously worn, but she could not tolerate it for more than about 1 hour. After 3 days, she tried a new lens and she has not had any further difficulties. The ecp confirmed the patient had a small paracentral corneal ulcer os which responded well to treatment. The ecp expects a full recovery with no change in visual acuity.

Manufacturer narrative:
The ecp sent the product back to cv for evaluation, but the package was received by cv opened and damaged. The lens had fallen out of the package during shipment; therefore, there was no lens to evaluate. There were no previous non conformance reports for this lot number. Root cause unk.